Manufacturer narrative:
The reported complaint about the autopulse platform sn (B)(6) that it would not power on was not confirmed during functional testing. The platform powered on during functional testing. The customer reported that the device had been dropped, resulting in damage to the enclosure. This complaint was confirmed during the visual inspection, which revealed a cracked top cover and damaged front and bottom enclosures. The damage was likely caused by user mishandling, consistent with the reported drop. The top cover and the front and bottom enclosures need to be replaced to remedy the issue. Additionally, the customer reported that the UDI label on the autopulse platform had worn off. This observation was confirmed during the visual inspection, which showed that the label degradation was due to regular use and handling. To resolve the issue, the UDI label needs to be replaced. The autopulse platform passed initial functional testing without any faults or errors. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that their autopulse platform (sn (B)(6) is damaged and requires repair. The device was accidentally dropped at the fire station, resulting in a broken enclosure, and is no longer functioning properly. The customer noted that the unit does not appear to power on. Additionally, the serial number label is worn and no longer legible. No patient involvement.